Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an exploratory laparotomy and reconstruction abdominal wall due to lysis of adhesions contributing to recurrent small bowel obstruction (sbo) during when moderate abdominal wall bleeding occurred on (B)(6) 2025 and absorbable hemostat was used. This is a serious adverse event (sae) from an investigator in the united states, regarding a patient, who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, who experienced sinus tachycardia, small intestinal obstruction, insomnia, anaemia, pain, hypomagnesemia, during treatment with surgicel original (oxidized regenerated cellulose). On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025, the subject was randomized to surgicel original. The subject underwent exploratory laparotomy and reconstruction abdominal wall due to lysis of adhesions contributing to recurrent small bowel obstruction (sbo) during when moderate abdominal wall bleeding occurred (measurement: 1 square centimeter). Surgicel original (surgicel patch, 2 inches x 3 inches, epilesional) was applied with 3 minute manual compression; hemostatic success was achieved following compression. On (B)(6) 2025, the subject experienced sinus tachycardia (mild). On (B)(6) 2025, the subject experienced insomnia, anemia and hypomagnesemia (all mild). On (B)(6) 2025, the subject experienced pain (mild). On (B)(6) 2025, the patient developed small intestinal obstruction (moderate) (diagnosed through CT abdomen and pelvis) due to past medical history of sbo, extensive adhesions taken down at index surgery, small bowel resection with bowel to colon anastomosis at index surgery. Clinically significant laboratory results included: (B)(6) 2025: haematocrit 40 and haemoglobin 14. (B)(6) 2025: rbc 3.32, white blood cell count 14.45. (B)(6) 2025: blood pressure with varying result of 123/72, haematocrit 23, haemoglobin 7.6, pulse rate bpm 11, red blood cell count 2.32 and white blood cell count (total) 13. (B)(6) 2025: blood pressure with varying result of 118/68, hematocrit 29, hemoglobin 9.4, pulse rate bpm 18, red blood cell count 2.95 and white blood cell count (total) 17.82. (B)(6) 2025: blood pressure with varying result of 127/70, pulse rate bpm varying result of 17. (B)(6) 2025: blood pressure with varying result of 123/72, haematocrit 23, haemoglobin 7.6, pulse rate bpm varying result of 11, red blood cell count 2.32, white blood cell count (total) 13.74. (B)(6) 2025: haematocrit 30, pulse rate bpm varying result of 16, red blood cell count 10, white blood cell count 10.1. Treatment for sbo included nasogastric tube insertion and intravenous fluids. Action taken with surgicel original (oxidized regenerated cellulose) in response to the events, small intestinal obstruction, sinus tachycardia, insomnia, anemia, pain and hypomagnesemia was considered as not applicable (single use). The outcome of the event sinus tachycardia was reported as not resolved; that of insomnia, anemia, pain was reported as resolving at the time of this report, that of hypomagnesemia and sbo was reported as resolved on (B)(6) 2025 and that (B)(6) 2025 respectively. The investigator assessed sbo as serious due to hospitalization, sinus tachycardia, insomnia, anemia, pain and hypomagnesemia as non-serious, and causality of all the events as ¿not related¿ to surgicel original (oxidized regenerated cellulose) application. The company assessed the event, small intestinal obstruction, as serious due to medical significance, causality as ¿not related¿ to, and expected for surgicel original (oxidized regenerated cellulose) application. The company assessed the events, sinus tachycardia, insomnia, anemia, pain and hypomagnesemia as non-serious; causality as ¿not related¿ to and unexpected for surgicel original (oxidized regenerated cellulose) application. On (B)(6) 2025, significant correction was performed to previously received information reported on (B)(6) 2025, that involved amendment of suspect drug coding from tachosil (fibrin sealant patch) to surgicel original (oxidized regenerated cellulose). On (B)(6) 2026, as an implication of sae reconciliation, a non-significant correction was made to the information that had been previously reported on (B)(6) 2025. The amendment included the addition of the subject¿s year of birth. Case comments: the company assessed the event, small intestinal obstruction, as serious due to medically significant, expected and causality to be not related to tachosil (fibrin sealant patch). The company assessed the events, sinus tachycardia, insomnia, anaemia, pain, hypomagnesemia as non-serious, unexpected and causality to be not related to tachosil (fibrin sealant patch). On (B)(6) 2025, significant correction was performed to previously received information, reported on (B)(6) 2025 that involved amendment of suspect drug coding from tachosil (fibrin sealant patch) to surgicel original (oxidized regenerated cellulose). The company assessed the event, small intestinal obstruction, as serious due to medically significant, expected and causality to be not related to surgicel original (oxidized regenerated cellulose). The company assessed the events, sinus tachycardia, insomnia, anaemia, pain, hypomagnesemia as non-serious, unexpected and causality to be not related to surgicel original (oxidized regenerated cellulose).

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.